Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a definite cause for the reported physical resistance (difficulty to remove the lock line) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and placed. During deployment, when removing the lock line (ll), resistance was felt. The physician used force to pull on the ll and it was able to be removed. Another clip was implanted, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.